Manufacturer narrative:
The ipg serial number was included in the field advisory.

Event description:
It was reported that the patient failed to recharge the scs ipg for almost a year. Ipg could not communicate when attempted. As such, ipg was inoperable. Surgical intervention may be pending to address the issue.